Event description:
On (B)(6)2010, diabetes educator at the hosp reported pt was admitted to the hosp and while there the hosp lost her case and insulin cartridge. Diabetes educator stated the pt does not have any replacement supplies for the cartridge at this time. Diabetes educator reported the pt's hospitalization was related to diabetes but did not provide any details. On follow-up pt reported she is still in the hosp and has been there since (B)(6)2010. Pt stated she was diagnosed with dka on (B)(6)2010 due to having an infection in her throat. Pt reported she woke up on (B)(6)2010 and her blood glucose was normal. Pt's target blood glucose range is around 100mg/dl. Pt stated she recalled her blood glucose being around 103 mg/dl on (B)(6)2010. Pt reported she started feeling nauseous around lunch time and began vomiting. Pt stated her coworkers had to take her home. Pt reported her throat was bothering her later in the day, but she does not recall testing. Pt stated she does remember attempting to give herself correction boluses because she thought her blood glucose was running high because she was extremely nauseous and that is normally how she would fell when her blood glucose is elevated. Pt reported she remembered giving a bolus of 7.0 units at one time but she still felt nauseous which made her realize the insulin was not helping. Pt stated she woke up on (B)(6)2010 and was taken to the hosp but does not recall much of the day. Pt reported she was admitted to the hosp with dka and a severe throat infection. Pt stated the infection was a viral infection which she thinks caused her blood glucose to spike. Pt reported she thinks her blood glucose was 1200 mg/dl on (B)(6)2010 and was taken off of the infusion device and placed on an IV of insulin. Pt stated her blood glucose is okay now but she has not returned to the infusion device. Pt reported she does not recall any error messages and remembers checking the infusion device for any error messages or leaks in the system. Sending insulin cartridges; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.